Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (195 - high 300's mg/dl). A bolus and insulin injections were used to address the bg level. The customer was not sure what was causing the high bg; however, thought that antibiotics may have been a possible cause. A pump system check was performed and no device issues were found. The customer declined to remove the infusion set site and was to change it later. The customer's current bg level had been dropping since the insulin injection was administered.